Manufacturer narrative:
An advanced stapler log investigation revealed a sureform 60 stapler instrument was installed on the system 3 times and fired 3 sureform 60 reloads (2 white, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. During the unclamping sequence following the 3rd firing, the instrument was removed from the system. This resulted in a failed unclamp. Approximately 12 minutes following the failure, the e-stop was pressed on the surgeon side console (ssc). It appears that the instrument was removed, and was not used again in the procedure. There were no additional relevant errors related to the stapler in the logs. Next, the logs show a second sureform 60 stapler instrument was installed on the system 2 times and fired 1 blue sureform 60 reload. On install 1, a blue sureform 60 reload was installed; however, no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a sureform 60 stapler became stuck on colon tissue. During the firing sequence of a blue sureform 60 reload, sequence, the bedside assistant went to remove the instrument before the firing was complete. The emergency stop (e-stop) button was pressed. The manual release knob on the stapler instrument was attempted to be used to release the stuck tissue, but was unsuccessful. The surgeon was required to cut away the stuck tissue in order to remove the stapler instrument. The tissue was over sutured to repair the defect. The procedure was completed robotically. The patient is reported to be recovering well.